Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a return of symptoms; the symptoms were unspecified. The patient reported the pump was working "erratically" over the last few months. It was unknown if any device troubleshooting had been done. The physician planned to replace the pump. Additional information has been requested, a follow-up report will sent if additional information becomes available.